Event description:
Reported that an orthopaedic surgeon has reported more than one occurrence of strikethrough with the extra protection surgical gown, which went to the skin. The strikethrough occurred in the hip and thigh area. No reported exposure to bloodborne pathogens.